Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to the tape not sticking. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2